Event description:
It was reported that right dbs lead that was implanted on monday and was connected to the existing extension. Verification was checked but would not pass verification. So impedance was checked and 4 out of the 8 segments/contacts were investigated greater than (B)(6). No identified contributing factors. Lead was disconnected cleaned off and tried again numerous times with the same result. Then tested the lead by itself to see if the lead was ok which it was all normal impedances. Patient will come back on may 25, 2022 and surgeon is going to check the extension connection at the battery. If that is not the issue then surgeon is going to change out the extension after checking the extension impedance. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: b3300542m, serial#: unknown, implanted: (B)(6) 2022, product type: lead. Product ID: neu_ unknown_ext, serial#: unknown, implanted: (B)(6) 2021, product type: extension. The main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: unknown, ubd: 19-aug-2023. Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 19-aug-2023. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# unknown implanted:(B)(6) 2022 product type lead product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that they were still planning on changing the battery connection on(B)(6) 2022. The cause of the impedance issue is not known but they will try unplugging and re-plugging the extension into the battery to see if perhaps it was just not plugged in all the way when it was implanted. If that is not the issue then they will check the impedance of the extension to rule out a battery port issue. If the extension still shows high then hcp will replace the extension with a new one to see if that takes care of the issue. This was confirmed with account. Additional information was received that patient came in to explore fixing the impedance issue. Hcp unplugged the right extension at the battery site, wiped off the contacts and then reinserted it firmly into channel 2. Impedance was rechecked and all numbers came back within normal limits. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.